Event description:
It was reported that prior to a procedure, the cannula was found broken in half inside the sterile package.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Broken sleeve that analysis results found that one 2cb5lt device was returned inside its original package. The cannula was noted to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. The batch record was reviewed and no anomalies were noted during the manufacturing process.